Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her daughter was in emergency room due to high blood glucose level and diabetic ketoacidosis. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer was not using auto mode feature. Customer stated that the insulin pump passed displacement test. Customer did not want troubleshoot. The insulin pump will be returned for analysis.